Manufacturer narrative:
Based on the analysis, the alleged had no failure identified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting rapidly resulting in intermittent pump shutdowns. Additionally, it was reported that multiple resets occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.